Event description:
The physician was attempting to place the dialysis catheter in right femoral vein. The guide wire was placed and attempted to float the catheter over wire when the guide wire became lodged within the catheter and could not be removed. The catheter and the guide wire were removed from the patient intact. The procedure was completed with the placement of another catheter in the left femoral vein. Manual pressure was applied to the right femoral vein region for 20-30 minutes.